Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05, a090501: unable to expose d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: unknown, UDI#: unknown g2: this event occurred in korea, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a request to check the hand switch function. During the system checkout, it was noted that the hand switch would not expose. While using the hand switch, the 2d and 3d shot was not available. Although, those shots were available with the footswitch. There was no patient involvement.